Event description:
The contact for a peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that there was a problem with the touch screen of the patient¿s liberty select cycler. The reported issue occurred in step 7 of setup. They were unable to select ¿my treatment¿, ¿my settings¿, ¿my records¿, or ¿next¿ on the touch screen. The time clock was changing normally. The touch screen had not been calibrated. They attempted to calibrate the touch screen while on the line with ts, but the screen was not responsive to the contact¿s touch. The ts representative advised the contact to discontinue use of the cycler and a replacement cycler was issued to the patient. The contact was also advised to notify the patient¿s pd registered nurse (pdrn) of the replacement. It was confirmed that the patient knew how to perform continuous ambulatory pd (capd) therapy/manuals. The patient had over ten boxes of capd supplies to use. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient was able to complete their treatment by performing manual pd therapy. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, a short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette area. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. However, there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. The touch screen was not calibrated. The touch screen was calibrated, and the front panel touch screen became functional. The cycler underwent and passed a voltage verification check, a valve actuation test, a system air leak test, and a mushroom head check. Additionally, a pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the transformer of the inverter board.